Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was partially fired and engaged in interlock. Microscopic inspection of the knife blade revealed damage. The unit was reset and applied to the appropriate test media. The staples formed properly and the media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the illeal conduit in an open prostatectomy procedure, the stapler fired partially and couldn't advance fully. The surgeon over-sewed as per his normal technique to complete staple line. Tech reported she thought stapler didn't look right - extra tissue, or not completely closed. There was no patient injury.